Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection: entire uterus'), device expulsion ('migration of essure device location of device: uterus'), autoimmune disorder ('autoimmune disorder') and hypothyroidism ('hypothyroid') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In february 2015, the patient experienced fatigue ("fatigue") and post procedural complication ("numerous essure complications"). On (B)(6) 2015, the patient experienced chest pain ("chest pain"), 10 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced hypothyroidism (seriousness criterion medically significant). In may 2016, the patient experienced alopecia ("hair loss"), dizziness ("dizziness") and palpitations ("heart racing"). In february 2017, the patient experienced gastrointestinal pain ("gastrointestinal or digestive system condition type: pain & inflammation") and gastrointestinal inflammation ("gastrointestinal or digestive system condition type: pain & inflammation"). On (B)(6) 2018, the patient experienced arthralgia ("joint pain/hip pain") and paraesthesia ("paresthesia from hips down"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia painful sexual intercours"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), headache ("headache"), allergy to metals ("allergy ¿ hypersensitivity reactions - nickel allergy"), urinary tract infection ("uti (urinary tract infection)"), migraine ("migraines/headaches"), vaginal infection ("vaginal infection"), depression ("depression due to pain"), dermatitis allergic ("rashes all over her body/skin rash: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), feeling abnormal ("fogginess"), amnesia ("memory loss"), stress ("extreme stress due to constant pain"), loss of personal independence in daily activities ("inability to perform and work"), psoriasis ("psoriasis") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ¿ robot assisted leaving ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the uterine infection, device expulsion, autoimmune disorder, hypothyroidism, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, vaginal discharge, fatigue, alopecia, weight increased, allergy to metals, vaginal haemorrhage, urinary tract infection, migraine, vaginal infection, depression, dermatitis allergic, bladder disorder, urinary tract disorder, feeling abnormal, amnesia, stress, loss of personal independence in daily activities, chest pain, dizziness, post procedural complication, paraesthesia, palpitations and memory impairment outcome was unknown, the female sexual dysfunction, dyspareunia, back pain, pelvic pain, headache, gastrointestinal pain, gastrointestinal inflammation and arthralgia had resolved and the psoriasis was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, back pain, bladder disorder, chest pain, depression, dermatitis allergic, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal inflammation, gastrointestinal pain, headache, hypothyroidism, loss of personal independence in daily activities, memory impairment, menorrhagia, metrorrhagia, migraine, palpitations, paraesthesia, pelvic pain, post procedural complication, psoriasis, stress, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 106 lbs. Patient received treatment for migration, apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back, pelvic pain, abdominal bleeding, fatigue, gi conditions, hair loss, headaches and weight gain". Discrepancy noted in essure removal - essure removal date is provided, however, its also reported that currently the patient does not plan to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Abnormal vaginal bleeding.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: chest pain, vaginal bleeding, abdominal pain, depression,and allergic dermatitis". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2019: plaintiff fact sheet and medical record received. Events¿ infection: entire uterus, migration of essure device location of device: uterus (previously reported as device dislocation), allergy ¿ hypersensitivity reactions - nickel allergy, abnormal bleeding (vaginal), uti (urinary tract infection), migraines/headaches, vaginal infection, depression due to pain, autoimmune disorder, rashes all over her body/skin rash: unspecified, bladder or urinary problems or changes: unspecified, fogginess, memory loss, forgetfulness, racing heart, gastrointestinal or digestive system condition type: pain & inflammation, extreme stress due to constant pain, inability to perform and work, chest pain, dizziness, hypothyroid, joint pain/hip pain, numerous essure complications, paresthesia from hips down and psoriasis¿ were added. Events¿ pelvic pain, headache, back pain¿ outcome was updated to recovered/resolved. Reporter, demographics, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal conditions"), headache ("headache") and hypersensitivity ("allergy ¿ hypersensitivity.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, back pain, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, vaginal discharge, fatigue, alopecia, gastrointestinal disorder, headache and weight increased outcome was unknown and the female sexual dysfunction and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for migration, apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back, pelvic pain, abdominal, bleeding, fatigue, gi conditions, hair loss, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events migration, apareunia, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), back pain, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), vaginal discharge, fatigue, gi conditions, hair loss, headaches, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.